Manufacturer narrative:
Device evaluation - the lens was returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic bent. Conclusion: as per dfu for this lens model, vicls are contraindicated for patients under 21 years old. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon inserted a 12.1mm vicmo12.1 implantable collamer lens, -11.00 diopter, in the patient's right eye on (B)(6) 2016. The lens was explanted on the same day due to the lens being upside-down. There was no report of any apparent injury.